Manufacturer narrative:
Technical services discussed detection enhancements are not used when in redetection. Since the initial detection was in the monitor only zone, the device was in redetection when it went to the vt zone. Reprogramming was being considered to prevent further inappropriate shocks. The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock. It was reported that the episode was initially detected in the monitor only zone. The rate then increased to the ventricular tachycardia (vt) zone and therapy was delivered. No adverse patient effects were reported.